Event description:
User alleges that the compressor was not working during a procedure. Event occurred in another country.

Manufacturer narrative:
Evaluation - other: we have received the sample involved with this report. It has been forwarded to medo (the manufacturer) for investigation. Upon receipt of the investigation a follow-up report will be submitted.